Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device triggered a high out of range shock impedance values during daily system checks. The field representative confirmed no recent device therapy, no resulting adverse patient effects and no other abnormal measurements were observed. Boston scientific's technical services was contacted for a data review. The technical data review confirmed the high out of range shock measurements. Further system evaluation was recommended, specifically to ensure no lead integrity issues. In-office recommendations were to included pocket manipulations and lastly, a delivered shock impedance measurement could be conducted. Field follow-up reported that this patient did not receive any further in-office testing and was going to be monitored for any continued changes. To date, no system changes or intervention has been required.